Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR is for day 5 of 5 for analyzer 1 of 2. Other events in this series: MDR #1061932-2011-00688, day 1 of 5 for analyzer 1 of 2, MDR #1061932-2011-00689, day 2 of 5 for analyzer 2 of 2, MDR #1061932-2011-00690, day 3 of 5 for analyzer 2 of 2, MDR #1061932-2011-00691, day 4 of 5 for analyzer 1 of 2. Raw test from this pt sample were not provided for analysis. The root cause is unk. This appears to be a sample-specific issue and field service was not dispatched to the site.

Event description:
The customer reported that the lh750 hematology analyzer failed to flag for the presence of blast cells in one pt sample. The erroneous results were reported outside of the laboratory. The results were either questioned by the treating physician or reviewed because of other abnormal results. A manual differential was performed and 80% blast cells were observed. Laboratory personnel noted them as "large" blast cells. The customer believed this to be the correct result. There were no reported changes to pt treatment associated with this event.